Event description:
It was reported that during use the rv paceport broke away from its base. This track was immediately reinserted into the base. The assembly was held by a bandage. The catheter was removed after 24 hours. There were no patient complications reported.

Manufacturer narrative:
The lot number was provided and a device history record review was completed and documented that the device met specification upon distribution.

Manufacturer narrative:
The device has been discarded by the hospital. Without the return of the device for evaluation, it is not possible to confirm the report or to establish a root cause for the reported failure. The device history record review was not performed because the lot number is unknown.